Manufacturer narrative:
Per -1799 final report. It was confirmed that operative notes, x-rays, patient medical history and patient activity level could not be provided for this case. The explants were available and returned to corin for review. Review of the stem found that the fracture faces appeared to indicate a clean break. Some damage was observed to the proximal section of the stem which was most likely due to extraction. The appropriate device details were provided and the relevant device manufacturing records for the reported stem have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the stem fracture cannot be determined and no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit revision after approximately 17 years due to fracture of the stem.

Manufacturer narrative:
(B)(4). Additional information, including device lot codes and the return of the explanted devices has been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of this investigation. Upon receipt of the appropriate device details the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Taperfit revision after approximately 17 years due to fracture of the stem.